Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x33 xience xpedition stent delivery system (sds) was inserted in the anatomy. During the attempt to advance to the tortuous and calcified mid left anterior descending coronary artery (mid lad), the shaft proximal to the hub separated outside the anatomy. Another 2.5x33 xience alpine was successfully used in the mid lad. There was no adverse patient effects and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device and the reported separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.